Manufacturer narrative:
The system provides a predefined factory examination database ("epx") which includes the various projections and their exposure settings. These settings can be customized according the site's wishes during installation by a philips application specialist together with the customer, or afterwards by a logged in user with advanced user rights. Based on the provided information, the predefined epx database is correct and the customer¿s database behaved in accordance to the customization. The event occurred due to a customization error. The epx database has been re-customized in the meantime. The system works as specified. No further action required. (B)(4). Corrected information: describe event or problem.

Event description:
The customer reported that the system placed a wrong electronic marker (right / left) on the image of a foot. The issue was recognized and corrected immediately and nobody was injured. The event occurred due to an erroneous system configuration (epx programming).

Event description:
Adaptation of database and apr.

Manufacturer narrative:
Still under investigation.